Event description:
Patient's meter would not power on. The patient reported that he was recently diagnosed with diabetes. He attempted to test on the meter, but was unable. He had somthing to eat after testing. He then had a seizure and his wife called the paramedics. His blood glucose was tested (unclear if on the paramedic's or hospital's meter) and the result was 193 mg/dl. He was treated with insulin at the hospital and released when his blood glucose was 105 mg/dl. It would have been hlepful to know when the patient was last able to test, what his diabetes treatment regimen is, and the date of the hospital visit. The patient reported that the battery was greater than 1 year old and that he did nothave a new battery to replace the old one. The patient was using the correct test strips and the batteries were correctly installed. This complaint is being reported as the patient was unable to test and he received medical intervention. A replacement meter has been sent.